Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms due to a suspected pocket-fill. The patient was given a round of (B)(6), which was reported to be too much and made the patient extremely uncomfortable. The patient was then transferred to the hospital for observation. The patient is now stable.